Event description:
The user in (B)(6) reported blood glucose results of "90 mg/dl" with the onetouch veriopro meter and "34 mg/dl" on another meter, performed within 30 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.